Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. As rec'd, the monitor would not power on. The cause of the monitor no powering on was a flash memory failure (B)(4) on the c/a board. The root cause of the defective components (B)(4) could not be positively determined. No adverse event resulted from the defective memory. The pt rec'd a replacement monitor.

Event description:
The daughter of an (B)(6) female pt called zoll customer support to report that the pt's monitor would not power up. The pt was issued a replacement monitor.